Manufacturer narrative:
UDI related data quality updates only. Alignment with gudid.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.

Event description:
The user facility reported that the verify steam integrating indicator had no paper in it after processing. User facility personnel were not able to use the instruments from the tray subsequently causing a procedure delay. No report of injury.

Manufacturer narrative:
The steris sales representative stated that the verify steam integrating indicator subject of the reported event was discarded and was not available for evaluation. The sales representative stated that no additional verify steam integrating indicators from the subject lot were available for return/evaluation. Without the evaluation of the subject indicator, a root cause cannot be determined. The instructions for use states, "the integrating indicator strip is intended to be placed in each pack, pouch, container, tray or other container to function as an independent monitor of critical parameters for the following sterilization cycles:" "the verify steam integrating indicator is part of a quality control system for sterility assurance. They cannot be used as a sole means for validating the sterilization process." The steris sales representative provided the user facility with replacement product. No additional issues have been reported.